Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered inappropriate therapy due to non-sustained right ventricular oversensing and ventricular fibrillation episodes. The therapy was caused by a signal incorrectly sensed as fibrillation during the atrioventricular interval on the ventricular channel. Increased capture threshold and declined r-wave sensing were also observed due to suspected lead failure. The recommended programming changes to the ventricular fibrillation zone intervals were made. No further information is available.